Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that they have notice recently a couple of issues with the spiral lines we have been using. Some of the caps at the patient end are very difficult to remove, like they may even be cross-threaded. At the other end, they are difficult to screw down onto the pre-filled syringe. On a few occasions now this has resulted in it not being done up tight enough and the contrast has leaked during the injection. Reporter states that patient was connected.